Event description:
Report number 1 of 2 received of underdelivery of chemotherapy agents. The pump was used in the oncology clinic on multiple patients and the report source could not identify a specific patient or event. It was reported that it was taking longer to infuse medication than expected. The customer reported that when a medication was programmed to infuse in 30 minutes, it was taking approximately 45 minutes for the infusion to be completed. There have been no reports of any adverse patient effects. Though requested, no further information was available.